Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9141690. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Microscopic evaluation of the broken surface of the surface of the catheter's broken edge identified characteristics that are consistent with damage from forced removal of the device. Comparative testing was conducted on retention samples from this lot to confirm that the devices were functioning as intended; testing results found that the tubing used in the manufacture of this batch was consistent with the parameters established by product specifications. Based on our findings the root cause for this event is not associated with the manufacturing process.

Event description:
It was reported that a broken catheter occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "on the evening of october 23rd, as the customer's response, the patient was unconscious, there was no blood vessel for punturing, so the nurse did the punturing at the limb, with the opaque elastic bandage fixed. At 15:00, october 24th, nursing assistant found that the indwelling needle was out of the patient's body because of patient's agitation and unstable emotion, the nursing assistant told the nurse to deal with this situation, and they found part of the catheter was missing , the nurse fumbled blood vessel, they did not find hard objects, do color ultrasound treatment later, and they had reported to the nursing department and equipment department, they did not do any other treatment actions."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken catheter occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "on the evening of october 23rd, as the customer's response, the patient was unconscious, there was no blood vessel for puncturing, so the nurse did the puncturing at the limb, with the opaque elastic bandage fixed. At 15:00, october 24th, nursing assistant found that the indwelling needle was out of the patient's body because of patient's agitation and unstable emotion, the nursing assistant told the nurse to deal with this situation, and they found part of the catheter was missing , the nurse fumbled blood vessel, they did not find hard objects, do color ultrasound treatment later, and they had reported to the nursing department and equipment department, they did not do any other treatment actions."